Event description:
According to the available information, one of the dilators does not have the notation 'fr' on it. This was found internally and prior to shipment to customers.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, one of the dilators does not have the notation 'fr' on it. This was found internally and prior to shipment to customers.